Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer cleared the alarm to address the issue. Customer¿s blood glucose was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.